Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture with no effective pacing and the cardiac resynchronization therapy defibrillator (crt-d) showed an unexpected remaining battery longevity estimate that did not meet expectations. The lv lead is scheduled to be revised, along with replacement of the crt-d. No patient complications have been reported as a result of this event.